Event description:
The physician performed a modified bankart 8 months ago. The pt recently complained of soreness. Upon exam, the dr found that the anchor had migrated down his arm. The achor was surgically removed.